Event description:
It was reported that the patient was suffering from pain and underwent a revision surgery to remove hardware since fusion had occurred. It was reported that the set screw had come loose on an upper screw. It was also reported that the head of a bone screw came off during removal. When the head of the bone screw came off the internal ring fell in the patient and could not be found. In addition the screw shaft could not be removed from the patient. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visual and optical examination of the mas head retaining ring identified material deformation around significant portions of the ring ID. This deformation could reduce the mechanical strength of the assembly sufficient to allow disassembly. Ring deformation is consistent with overload of the implant assembly.